Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had no capture or sensing. The parameters on the lead were reprogrammed and the rv lead remains implanted. It was further reported that the implantable pulse generator (ipg) was at elective replacement indicator (eri) more rapidly than expected. The ipg was explanted and replaced. No patient complications have been reported as a result of this event.